Event description:
Boston scientific received information that the patient implanted with this device system was seen for a routine device check. The patient noted that the physician made some unspecified adjustments to the device due to the device ¿seeing¿ too much information, including a faster heart rate. Approximately, nine months later, the patient experienced symptoms of dizziness, sweating, weakness and fainting. The patient was presented in the ER, with a blood pressure of 90/50. Multiple tests were performed; however, no concerns of a cardiovascular nature were noted. A chest cold was identified at that time. A couple weeks later, the patient reportedly passed. The patient saw their cardiologist, who performed some unspecified tests. Additional information was sought from the local area sales representative, however, at this time, no additional information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.